Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a clinical case, the doctor stated he was inaccurate by about 3mm while navigating. The patient had tape on the nose, so when they registered they weren't able to collect many trace points on that area. With additional touch points they were able to get the registration error metric down to 2.7mm. The yellow zone of accuracy covered the entire sinus area. The exam was about a month old at the time of the case. No delay and he continued the case by accounting for the inaccuracy. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was reviewed. It was noted that there were four registrations on the patient archive. The registration model had a rough surface with points collected beneath the surface. All four registrations had good coverage over the nose, but the event stated that there was tape on the nose that got in the way of tracing. It was suspected that the tracing over the tape may have skewed the registration.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was suspected that the registration was poor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.